Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer will continue to use the current pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.